Event description:
This is a report of a patient who experienced an unspecified infection coincident with therapy for peritoneal dialysis. It was unknown if the patient was hospitalized for the infection and treatment information was not reported. It was unknown if the patient recovered from the infection. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. .